Event description:
It was reported that the neurosurgeon's handheld was freezing on the interrogation successful screen when trying to interrogate the generator prior to implanting the patient. A hard reset was performed which resolved the issue. The neurosurgeon then indicated that he was able to successfully interrogate the patient's generator so that he could get the surgery underway.

Manufacturer narrative:
Model #, lot #, other; corrected data: this information was inadvertently left off of initial MFR. Report. Manufacture date; correct data: this information was inadvertently left off of initial MFR. Report.